Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
All buttons are not working on pump. No adverse event alleged. A request was made for the return of the device.